Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to be fed into the jaws. In addition, 19 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the deployed clip was unformed after several firings. The same event continued in a row. Before the event, the deployed clip was formed as intended. There was a possibility that the device clamped a foreign object during use, but the surgeon did not remember much. Another device was used to complete the case. There were no adverse consequences to the patient.